Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow-up experiencing pericardial effusion. The patient had recently undergone an unrelated surgery and it was suspected that is when the effusion occurred. The physician attempted to reposition the lead, but it was successfully explanted and replaced. The patient was doing fine post surgery.